Manufacturer narrative:
(B)(4). D10 - medical product: unknown femoral component catalog # unknown lot # unknown. Unknown articular surface catalog # unknown lot # unknown. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. The patient was initially assessed to have a tight mcl preop. During the course of the procedure, the mcl had loosened and required a change in planned implants to a more constrained bearing. Pivoting from preop planning to intraop findings is a part of the surgical trialing process and does not appear to be due to a complication in this situation.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. The patient was initially assessed to have a tight mcl preop. During the course of the procedure, the mcl had loosened and required a change in planned implants to a more constrained bearing. Pivoting from preop planning to intraop findings is a part of the surgical trialing process and does not appear to be due to a complication in this situation.